Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system and confirmed that the system would not boot up. Upon further inspection, rse the system might have had issues with one of the pc¿s not botting and host might have been waiting to hear back from that pc. The rse advised to customer reboot the system. The customer restarts after that the system the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up. No patient harm was reported. Philips has started an investigation of this complaint.